Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the received drill shows significant evidence of frequent and intense use. The tip of drill is completely broken off. The fractography details revealed that the fracture origin was located, and the fracture was determined to be ductile. Elevated levels of chromium were detected within the isolated particles along the ductile fracture surface. Both fracture samples exhibit the same features, leading to this being a reproducible failure. Appearance of the fractured/broken surface as well as the ductile fracture suggested that the drill broke due to repetitive stress. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. A review of labelling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation, the root cause was attributed to a normal device wear. The failure was caused by bending forces in combination with high force application due to the bad cutting performance of the drill (blunt flutes). Also, the stress developed in the drill due to repetitive use over the years. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during t2 femoral surgery, the drills broke when they were used to drill for the static screw hole of the nail. The procedure was progressed without problem after that." No adverse consequences or surgical delay reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during t2 femoral surgery, the drills broke when they were used to drill for the static screw hole of the nail. The procedure was progressed without problem after that." No adverse consequences or surgical delay reported.